Event description:
It was reported difficulty was encountered gaining a good biopsy sample during a renal biopsy procedure. Following removal of the needle, the outer cannula was noted to be frayed. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the cannula distal tip was burred and mushroomed up and away from the cannula. Some damage to the distal end of the specimen notch was noted. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair...warning: test firing the needle without stabilization may damage the cannula tip...do not leave the needle cocked with the springs under tension until ready to use."